Event description:
A customer contacted beckman coulter inc. (Bci), in regards to obtaining a falsely elevated thyroid-stimulating hormone (tsh) result for one patient's sample that was generated by the access 2 immunoassay system. Upon repeat the result was within the normal reference range. The erroneous result was reported out of the laboratory; however, an amended report was issued. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample was li heparin with a gel barrier. Qc prior to the erroneous result was within the customer's established ranges. A system check was performed by the customer on (B)(6) 2010 and met specifications. A field service engineer (fse) was dispatched on (B)(6) 2010 and discovered the grounds to the luminometer were not connected, which was corrected. The fse performed a preventative maintenance (pm) on the system and found a mixer pulley partially ceased and was replaced. A high sensitivity (hs) system check was performed and met specifications. Although hardware issues were addressed, no clear root cause could be determined.